Event description:
A center director reported that a patient was noted to have inferior epithelial ingrowth in the left eye approximately two months post lasik. The patient is using artificial tear drops as needed. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).